Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems during cardiopulmonary bypass surgery the shunt sensor displayed a calibration error message "pc02 sensor error." The product was changed out. There was minimal amount of blood loss. The surgery was completed successfully.